Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed selftest, rewind, seating, basic occlusion, occlusion, force sensor test and displacement test. The device received with bg and sg in acceptable range. Pump error 63 alarm confirmed in the pump history due to broken traces on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hardware low level failures. The customer's blood glucose level was 8.7 mmol/l at the time of the incident. The customer ran self-test and the alarm reoccurred. The customer also experienced a lot of sensor glucose versus blood glucose differences. The product was returned for analysis.